Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09400 . Expected, not yet received.

Event description:
It was reported during a left hip fracture repair procedure that the set screw would not turn in two different nails. The event resulted in a delay in procedure of approximately ten minutes.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the set screw was confirmed to be seized. DHR was reviewed and no discrepancies were found. The root cause was determined to be design and manufacturing deficiencies. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.